Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
Correction in the manufacturer narrative: premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016. Correction: method code (B)(4) should be removed since no electrical evaluation was performed during the analysis.